Event description:
It was reported that on (B)(6) 2023 the patient suffered a cardiac infarction and developed right heart failure (rhf), with symptoms of peripheral edema and ascites, as well as sustained supraventricular arrhythmia which required direct current (dc) cardioversion or defibrillation. It was noted that the patient had a history of cardiac arrhythmia prior to lvas support; however, it was unclear if the event was device related. On (B)(6) 2023, a contrast-enhanced computed tomography (CT) scan was performed which revealed an occlusion of the right coronary artery (rca) due to a thrombus formation extending from the aortic root to the rca. They were treated with anticoagulation therapy. The rhf was thought to be related to the rca occlusion. It was also communicated that on (B)(6) 2023 the patient experienced a major bleeding event from the urinary tract due to excessive anticoagulation therapy and complexities of medical management. The patient was transfused with 4 ¿ 8 units of red blood cell (rbc) concentrate on (B)(6) 2023. The patient was ultimately rehabilitated and discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists potential adverse events, including right heart failure, arterial non-central nervous system (cns) thromboembolism, bleeding, myocardial infarction, and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU lists thromboembolism and arrhythmia as potential late postimplant complications. This document also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient developed sustained supraventricular arrhythmia, right heart failure, and cardiac infarction. The arrhythmia was treated with cardioversion. The patient had symptoms of peripheral edema and an occlusion of the right coronary artery due to thrombus from the aortic root to right coronary artery. On (B)(6) 2023 the patient developed urinary tract bleeding and they were given a blood transfusion.

Manufacturer narrative:
B5 narrative info. Health effect clinical code, updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had dilated cardiomyopathy and was fitted with a heartmate nail. Before admission, continuous administration of dobutamine and milrinone was started. Since the lvad flow rate decreased after induction of anesthesia, it was suspected that the patient's blood volume decreased due to excessive hematuria. Cystoscopic hemostasis, lavage, colloid fluid loading was performed for the intractable hematuria.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the provided information. Although a specific cause for these alarms could not be conclusively determined, the account indicated that they occurred in the setting of bleeding and a peripheral thromboembolic event. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists potential adverse events, including right heart failure, arterial non-central nervous system (cns) thromboembolism, bleeding, myocardial infarction, and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU lists thromboembolism and arrhythmia as potential late postimplant complications. This document also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.